Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Retained by patient.

Event description:
It was reported that this patient was admitted with a subtherapeutic international normalized ratio (inr); suffering from an intracranial bleed. The family decided to make patient's status "do not resuscitate" (dnr), and the patient expired the same day. The cause of death was reported to be coagulopathy. The device remains implanted post-mortem and, except for the controllers, the remaining equipment was disposed of by the site. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned for evaluation. The patient was admitted suffering from an intracranial bleed. The family decided to make patient's status "do not resuscitate" (dnr), and the patient expired the same day. After review of available information, there is no indication that there was any device malfunction or performance issues that could have led to the event. It is likely that the patient's condition, co-morbidities, and pharmacological factors such as use of anticoagulation medications were factors in the death.

Manufacturer narrative:
After review of available information, there is no indication that there was any device malfunction or performance issues that could have lead to the event. It is likely that the patient's condition, co-morbidities, and pharmacological factors such as use of anticogulation medications were factors in the death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.